Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup for an unspecified procedure, a piece was observed protruding from the instrument channel of the cystonephrovideoscope, preventing accessories from being connected. There were no reports of patient harm.